Event description:
Within 6 weeks erosion occurred thru vaginal wall. Doctor tried to snip off, but didn't work and on (B)(6) 2008 went thru surgery again. All was fine until about (B)(6) 2010 when I felt the sling "snap" and then didn't work anymore. Vaginal wall erosion within 2 months.